Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the system logs was performed by the isi quality engineer. Data indicated that error code 25913 occurred when da vinci instruments were in use/activated in the procedure. No conclusive determination can be made based on this review.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic (chest anastomosis) surgical procedure, the bipolar instrument was fired unintentionally when another instrument was activated. The customer received phone assistance from the technical support engineer (tse). The issue was resolved without any troubleshooting. The tse explained that power cycling the vio dv integrated electrosurgical unit (iesu) generator could resolve the issue and advised the customer to call back for troubleshooting if the issue would reoccur. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon did not press any of the activation pedals on the surgeon side console (ssc) at time of event. The customer added that after rolling out the patient side cart (psc), two external monopolar handpiece instruments were connected to both iesu and force triad 10 (ft) electrical surgical unit (esu) generators. The neck and abdomen parts had been operated at the same time. The reported issue occurred twice during the procedure on the third-party monopolar instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: two third-party monopolar handpieces were used when the event happened, and they were not in close proximity to each other when one was activated. The issue did not happen when the monopolar instruments were not activated/energized. The issue did not reoccur in later procedures. The issue was resolved without any troubleshooting.